Event description:
Erratic readings. At 9:00am, the pt received a 118 mg/dl. The pt tested again; however, there is no information on what time the pt tested and received an 85 mg/dl and passed out at the time of testing. There is also no info on when the pt regained consciousness. She ate food and/or drank a beverage after attempting to use the meter. The pt contacted emergency services and was treated with glucose. There is no info on what the reading was on the emt's meter. The pt had been using expired test strips and cleaning the meter incorrectly. Using expired test strips and cleaning the meter incorrectly can lead to false blood glucose reading. The technique of applying blood on the test strip was correct. Customer care agent (cca) sent the pt replacement meter, test strips and control solution. No further clinical information was provided. It would have been helpful to know how soon after testing on the lfs meter the paramedics were called, reading on emt's meter, the pt's diabetes regimen and whether or not the pt was taken to the hospital. Although there was use error involved (expired test strips and cleaning meter incorrectly), this complaint is being reported as an adverse event, because the pt's readings were inconsistent with her symptoms. She might have sought medical attention sooner and treated herself more aggressively had she had known what her readings were low on the meter.